Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. There was also oversensing of noise reported and the patient received inappropriate therapy. The healthcare professional noted that the patient was having brain surgery which coordinated with the time of the episodes and alert. The device remains in use. No further patient complications have been reported as a result of this event.